Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer has been experiencing issues with receiving no delivery alarms and high blood glucose levels. The customer's blood glucose was 597 mg/dl. The customer treated herself with a manual injection. The customer stated there were several no delivery alarms in her alarm history. The customer stated that the motor of the insulin pump began sounding loud for a month. The customer also stated that the rewind process became slower. The customer also stated that the doctor advised her to have the insulin pump replaced. Advised that a replacement insulin pump would be sent.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a cracked reservoir tube, a missing end cap sticker, and a cracked case near the display window corners.